Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma procedure. The exact procedure date is unknown; however, it had been placed for six months.according to the complainant, during procedure, the internal bolster bumper of the initially placed device detached inside the patient's stomach. The physician could not retrieve the bumper because the scope could not reach the detached bumper. The physician expected the device to pass naturally, the patient had no issue with excretory function. In addition, the cap of the y-port detached as well. The procedure was completed with another securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (6).the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)